Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed during power up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced to correct the condition.

Event description:
It was reported that a spectrum pump experienced system error 105. Any patient involvement, injury or medical intervention is unknown.